Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen (4000 mcg/ml at unknown dose) via an implantable infusion pump. The indication for use was head/brain injury and intractable spasticity. It was reported that on an unknown date the patient missed a refill and the pump was alarming. The caller stated that he believed the pump was currently empty. It was noted that the patient was in the emergency room; the pump would be refilled and the concentration changed to 2000. No further complications have been reported as a result of this event.